Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the data from the event date had been overwritten and unavailable for examination. A loss of prime was not duplicated during testing. Unrelated to the complaint, a missing pixel line was observed on the display screen. The faulty display was replaced with a test display, and the screen functioned properly, indicating a failed display flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.